Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
It was reported that a patient had a revision surgery due to dislocation, the head with the correct size was dislocated from the socket with correctly positioned tabs and correctly applied ring, without cup or ring dislocation. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery due to dislocation, the head with the correct size was dislocated from the socket with correctly positioned tabs and correctly applied ring, without cup or ring dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.